Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited varying capture threshold. The patient was brought into the clinic and programming changes were made. The patient was stable throughout.